Event description:
Four pt samples with discrepant sodium results. Initial testing performed (B)(6) 2007, repeat testing performed (B)(6) 2007, units of measure mmol/l. Pt 1, initial result 120, repeat 129. Pt 2, initial result 123, repeat 140. Pt 3, initial result 135, repeat 123. Pt 4, initial result 144, repeat 131. Initial results for 2 of the samples were reported, no info available to determine which samples. No info provided to determine if results were used to guide therapy. The field service rep determined the cause to be a defective ise e2 module. The instrument was repaired.